Event description:
It was reported by svc report that the caster horn and wheel were damaged. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; wheel assembly.